Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the unit, the device would not charge when the charge button was depressed. The complainant indicated that there was no pt involvement in the reported malfunction.